Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the outer insulation was abraded at 33.2 cm to 33.9 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.